Manufacturer narrative:
Remove from health effect - clinical code = e2401 insufficient information remove from b5 - describe event or problem it was reported that the patient went to the hospital with high blood glucose values that were unknown. The patient was transferred to the intensive care unit (ICU). For treatment, the patient was put on a insulin drip. The pod was worn on the abdomen. The patient was still in the ICU. Add to health effect - clinical code = e120501 diabetic ketoacidosis and e1205 hyperglycemia. Add to b5 - describe event or problem = it was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis. The patient's blood glucose (bg) values reached 716 mg/dl. The patient was transferred to the intensive care unit (ICU). For treatment, the patient was put on intravenous (IV) insulin. The patient was discharged after 3 days.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis. The patient's blood glucose (bg) values reached 716 mg/dl. The patient was transferred to the intensive care unit (ICU). For treatment, the patient was put on intravenous (IV) insulin. The patient was discharged after 3 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital with high blood glucose values that were unknown. The patient was transferred to the intensive care unit (ICU). For treatment, the patient was put on a insulin drip. The pod was worn on the abdomen. The patient was still in the ICU.